Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further specified. It was unknown if the patient was hospitalized for peritonitis. The patient was treated with injection supacef (250 mg 3 bags per day; route and duration not reported), injection fortum (1 g daily; route and duration not reported) and injection vancomycin (500 mg; route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient outcome and recovery status was unknown. It was reported the patient had not yet been retrained on proper aseptic technique. No additional information is available.